Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and a similar incident query for this product were not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The unspecified xience skypoint stent delivery system (sds) was deployed at atmospheres successfully; however, it was noted the xience skypoint would only inflate to 10 atmospheres and then begin to deflated. Once removed a pinhole rupture was observed on the balloon. Standard post dilatation was performed after the stent was implanted with an unspecified balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.